Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for fluctuating high and low blood glucose of 38mg/dl to 450mg/dl and the pump alarmed button error and motor error. Troubleshooting found that the customer wore the pump through a body scanner and there is insulin inside of the reservoir compartment. It was also found that the pump has multiple alarms in the pump history. Customer indicated that their doctor treated their high blood glucose by changing the pump basal rate. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. No motor error alarms noted. The insulin pump was tested with a water fill test reservoir and no bubbles were noted. The motor was tested outside the device and passed. All buttons responding properly and no button error alarms were noted. No damage or moisture damage was found on the keypad assembly, electronic or motor assemblies. No unlocked lcd keypad connector. The insulin pump passed the displacement accuracy test. The insulin pump had cracked case at the display window corners, cracked display window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and minor scratched display window.